Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that the patient experienced an ischemic stroke. In (B)(6) 2017, a 33mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. At the patients 45-days follow-up on (B)(6) 2017 a transesophageal echocardiogram (tee) was performed. There were no leaks, no thrombus, and pre protocol the patient was directed to stop taking coumadin. On (B)(6) 2018, the patient came into the hospital complaining of right-sided weakness. The patient was currently taking aspirin and plavix. Another tee was performed and it was again normal, with no leaks, no thrombus, and the closure device looked fine. Additional imaging showed that the patient suffered small bilateral inferior and superior infarction. The patient experienced a small ischemic stroke. The patient has re-started anticoagulation and has now recovered with no residual issues.